Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, used the existing reload to fire the new stapler. When the stapler fired, there was an incomplete staple line as only one side of the cut line formed staples. There were no patient consequences reported.